Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the evidence of overheating which was observed during evaluation. Evaluation found the cause to be short in the backflex circuit. The processor printed circuit board and rear case were replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the processor board and rear case had evidence of overheating. There was no patient involvement.